Manufacturer narrative:
The reason for this revision surgery was due to the patient's left shoulder dislocating after 3 days of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for a part from this lot. The root cause for the patients dislocation could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient dislocating their left shoulder. The surgeon removed 508-32-101 and tried a 508-36-101 head; this didn't work so he reused the existing 508-32-101 and used 506-02-0122 to help seat the 508-01-432 insert.